Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v041066, implanted: (B)(6) 2007, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that in (B)(6) 2013, there was a relocation/revision of her device. The implantable neurostimulator (ins) was moved because it was on a nerve and causing pain. If additional information is received the event will be updated.